Event description:
The clinic reported that the doctor had a photorefractive keratectomy (prk) overcorrection on (B)(6) 2010. The exact event date was not provided.

Manufacturer narrative:
An amo field service engineer examined the laser at the customer's location and no issues were found that were related to the reported event. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
The patient was originally reported as having an overcorrection; however, the clinic corrected their initial assessment indicating the patient was not overcorrected. The patient's visual acuities stabilized within the normal post op period and she required no further treatment. The patient was 20/20 uncorrected in each eye. (B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.